Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination; therefore, the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5 corrected: b3.

Event description:
A. Account name: this was a loaner tray from our office. B. Please provide the date of event. This complaint was received on (B)(6) 2021. I don¿t know when the actual damage occurred. I only noticed it when I had the instrument sent in. C. Please provide the lot number of the sig hp rev tc3 box trial sz5. Our office now has the instrument to be sent back so they I can¿t get the lot # personally anymore.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the orange piece within sigma rev sz 5 box trial was found to be ripped/damaged prior to the case. There was backups, so this did not effect the patient or case outcome at all.